Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 02-jun-2023. The most recent information was received on 20-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced arthralgia ("joint pain"), depression ("depression") and fatigue ("fatigue"). On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the arthralgia and fatigue had not resolved. The outcome of depression was unknown. No causality assessment was received for essure with regard to arthralgia, depression, fatigue or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood test] (date unknown): high nickel blood levels [hysteroscopy] on (B)(6) 2011: the uterine cavity is normal; good visualization of the uterus and ostia. Insertion of essure implants without complications - 4 coils on the right, 3 coils on the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced arthralgia ("joint pain"), depression ("depression") and fatigue ("fatigue"). On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the arthralgia and fatigue had not resolved. The outcome of depression was unknown. No causality assessment was received for essure with regard to arthralgia, depression, fatigue or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood test] (date unknown): high nickel blood levels. [Hysteroscopy] on (B)(6) 2011: the uterine cavity is normal; good visualization of the uterus and ostia. Insertion of essure implants without complications - 4 coils on the right, 3 coils on the left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.